Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records.

Event description:
It was reported that on (B)(6) 2011 the ventricular lead exhibited intermittent capture and dislodged. On (B)(6) 2011 it was reported that the patient developed an infection. The lead was explanted and replaced.